Event description:
This is the second of two reports on the same event involving two products. Refer to medwatch 8020392-2012-00012 for a description of the first report. It was received from a health authority agent that "pt presented with perio-orbital cellulitis. Cultures obtained grew pseudomonas aeruginosa. Pt had been using two contact lens care products prior to presentation of pseudomonas infection. These three products are all under consideration of potential sources of the infection per infectious disease physician care provider." No further info is available.

Manufacturer narrative:
(B)(4). The actual place of manufacture could not be determined as no lot number was made available; therefore, (B)(4) was chosen randomly from the two manufacturing sites that produce the reported product. (B)(4).